Manufacturer narrative:
The patient¿s age was not provided. The referenced previous issues with short to shield was reported under medwatch MFR report # 2916596-2017-01019. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 5 months. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2018, pump stoppages occurred with a patient that had been previously provided a non-grounded patient cable for use with the power module due to a suspected short to shield. There were no reported adverse effects to the patient. The system controller log file showed an increasing number of pump stoppages. The pump was subsequently exchanged on (B)(6) 2018. The healthcare professional examined the driveline which reportedly showed several points of suspicion for short circuits between motor cables and the shielding line. No additional information was provided.

Manufacturer narrative:
The report of a potentially compromised percutaneous lead (driveline) was confirmed based on the evaluation of heartmate ii lvas. Continuity and hipot testing were performed on the driveline which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulations of the black, green, yellow and orange wires. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the black, green, yellow, and orange wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit. The disruptions in the wires would have affected all three wire phases and would have also interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or the ungrounded patient cable. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.